Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 22 mg/dl. Prior to the event, the customer's healthcare professional had made changes to the insulin pump programming. Troubleshooting was performed, and the programming was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.